Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed the staples appeared aligned; however, the front most staple was jammed in the cover block leaving a gap between the remaining staples and the front of the device. The stapler was returned with the trigger partially engaged, and there was no biological material on the device. The stapler was received with 28 staples left in the cover block, indicating at least 7 staples were fired by the customer. An attempt to fire the staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples were released due to the jammed frontmost staple. Multiple attempts were made; however, no staples were fired. It appeared that the jammed staple prevented the staples from moving down the track and into the forming tool. The stapler was then disassembled, and the frontmost jammed staple was able to be removed from the cover block for dimensional inspection. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. Visual examination of the returned s tapler revealed the staples appeared aligned; however, the frontmost staple was jammed in the cover block leaving a gap between the remaining staples and the front of the device. The stapler was received with 28 staples left in the cover block, indicating at least 7 staples were fired by the customer. An attempt to fire the staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples were released due to the jammed frontmost staple. Multiple attempts were made; however, no staples were fired. The stapler was then disassembled, and the frontmost jammed staple was able to be removed from the cover block for dimensional inspection. Die casting anomalies were discovered on the forming tool. The jammed staple in the cover block was measured to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00535, 3003898360-2025-00536, 3003898360-2025-00537, 3003898360-2025-00539 and 3003898360-2025-00540.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00535, 3003898360-2025-00537, 3003898360-2025-00539 and 3003898360-2025-00540.